Manufacturer narrative:
For 1 of the events, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 of the events, the investigation determined the service actions resolved the issue. The follow up actions were the field service engineer discovered an issue with an analyzer tube. He exchanged the tube and performed a system volume check. The customer performed qc with acceptable results and verified the system is working properly. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Erroneous high results were generated by the cobas e411 rack analyzer. The events involved a total of 3 patients tested for elecsys hcg + beta test system. The patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. The patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.